Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of heartmate 3 left ventricular assist system, serial number (B)(6). A direct correlation between (B)(6) and the reported intraperitoneal bleed could not be conclusively established through this evaluation. Additionally, a specific cause for the reported infection could not be determined. (B)(6) was returned assembled with the pump cable severed approximately 9.0¿ from the pump header. The remainder of the pump cable, as well as the modular cable, were not returned. The sealed outflow graft with the bend relief was secured to the pump cover outlet port. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly, the blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The retrieved left ventricular assist device log files appeared to have captured the system operating as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 outlines potential adverse events, including bleeding and infection, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a scheduled heart transplant, but an intraperitoneal bleed was discovered on (B)(6) 2023 using a computed tomography (CT) with contrast that prompted expedited work-up, listing, and inpatient waiting. The intraperitoneal bleed was confirmed via computed tomography angiography (cta). The intraperitoneal bleed was caused by arterial bleeding from the left inferior epigastric artery at the rectus abdominis muscle at the site of the driveline insertion and was thought to be related to driveline trauma. It was noted that there was no actual damage to the driveline, but it was caught in a door a few days prior to admission. The patient had a driveline infection, and supratherapeutic international normal ratio (inr) for unknown reasons. It was difficult to maintain inr at an appropriate level, so the patient was transitioned to bivalirudin until transplant with acceptable partial thromboplastin time (ptt). The driveline sites were cultured on (B)(6) 2023 due to appearance. The patient was given intravenous antibiotics followed by suppressive oral antibiotics till time of the transplant. The intraperitoneal bleed was resolved with left inferior epigastric artery coiled by interventional radiology. The patient ultimately underwent a transplant on (B)(6) 2023. The device operated as intended.

Manufacturer narrative:
Section d1 brand name: corrected; section d4 catalog number: corrected; section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a heart transplant. The patient wanted the heartmate 3 pump to be cleaned and returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.